Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d single use duodenoscope was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. No fogging or condensation was noted on or in the lens. Witness marks were observed on the pads of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed by connecting the device to an exalt controller. Upon connection, a live image was displayed. No issues were observed with the image. Articulation of the tip was performed using the control knobs on the handle, and no changes to the image were observed. The umbilicus was manipulated by rotating the connector at the controller, applying tension to the cable, and stressing the strain reliefs at the connector and the handle; no issues were observed with the image. The scope was unplugged from the controller and plugged into a second controller, articulation and umbilicus manipulation was repeated; no image issues were observed in the second controller. The handle was opened to visually inspect the repeater button printed circuit board assembly (pcba) at the top of the handle, and the electronic components routed through the bottom of the handle and no visual defects were identified. Product analysis was unable to replicate the failure or identify any issue that could have caused or contributed the reported event; no probable cause could be identified. In addition to potential device issues, factors external to the returned device, such as issues with the customer setup, could have contributed to the reported event. Based on all gathered information, the conclusion code selected for this event is no problem detected, which indicates that the event could not be confirmed after analysis of the returned device. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-03763 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023. During the procedure, while the physician was down the ampulla, the image went black. The scope was unplugged and re-plugged into the exalt model d controller and the image was able to be regained. However, the image was lost as the physician started to use the scope again. The image flickered and then it was lost. Therefore, a reusable scope was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-03763 for the exalt model d scope. It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023. During the procedure, while the physician was down the ampulla, the image went black. The scope was unplugged and re-plugged into the exalt model d controller and the image was able to be regained. However, the image was lost as the physician started to use the scope again. The image flickered and then it was lost. Therefore, a reusable scope was used to complete the procedure. No patient complications were reported as a result of this event.